Event description:
The patient reported experiencing an elevated blood glucose (bg) of 600 mg/dl; the patient stated that the following sequence of events occurred on (B)(6) 2012: he reportedly started noticing his bgs start to elevate at 7 pm that evening; the patient claimed that he bolused 3.2 units of insulin at 11pm later on that evening via the pump; when he awoke at 2 am the next morning, his reported bg was over 600 mg/dl. The patient stated that he did not want to bolus in fear of his replacement pump might of have been programmed incorrectly. The patient reportedly self treated via syringe with humalog and then his reported bg was 595mg/dl. It was also noted that the patient began dialysis on (B)(6) 2012 for end stage renal disease (esrd) and has been on dialysis three times a week. There were no alarms indicated in the pump's history; the total daily dose (tdd) was reportedly considered not to be accurate since the patient was disconnected from the pump since 5 pm on (B)(6) 2012. The patient stated that he believes he forgot to prime; the pump's history was reviewed and it was noted that there were inadequate primes performed since 5 pm on (B)(6) 2012; air bubbles were also found in the in the line from when the patient primed the pump. There is currently no indication of a pump malfunction. The pump is not being returned at this time, and the patient continued with insulin pump therapy. Customer support determined that illness and use error likely caused or contributed to the reported incident. This complaint is being reported because the patient reportedly experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the daily insulin delivery totals correctly reflected programmed basal rates. No activity outside normal use observed in black box or download history. No data in black box or download histories from time of reported high bgs due to continued use. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.